Event description:
It was reported that during a routine follow-up, it was discovered that this right ventricular (rv) lead had a pace impedance that was greater than 2000 ohms. Additionally, the lead had a high capture threshold. As a result, this rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.